Event description:
It was reported during unknown timing the product was found to be damaged. There was no harm or delay reported. Due diligence is complete; no additional information. At product evaluation investigation the cutter failed the sample mesh test due to an incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01262, 0001526350-2023-01263, 0001526350-2023-01264, 0001526350-2023-01266, 0001526350-2023-01268. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the sample mesh test due to an incomplete mesh; however, the repair was not completed because cutters are not repairable devices. The device was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.